Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D4 - lot - unknown.

Event description:
It was reported that the patient with diabetes mother called to report that the patient experienced issues with two different tubing sets and requested replacements. The patient reported receiving a line blocked alarm and observed that the tubing was crimped. She replaced only the tubing; however, she was unable to prime it. When she attempted to remove the tubing, she was unable to disconnect it from the cassette and was required to discard both the tubing and cassette. The patient then started over with a new cassette and new tubing, which resolved the alarm. The operator of the device was the lay user or patient. No patient harm or no patient injury.